Manufacturer narrative:
This report is submitted on august 18, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site. Subsequently, a procedure was performed to aspirate the site and remove a hematoma (date not reported). The implanted device remains.